Event description:
This is a spontaneous report by a nurse from the (B)(6) of perforated bowel and unspecified peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed a "perforated bowel causing peritonitis." On (B)(6) 2010, the patient was hospitalized due to the perforated bowel and unspecified peritonitis. The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the events. The patient had not recovered from the events.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This is a final report. The customer's product was sent for further investigation. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B)(4) failed the leak test. (B)(4).

Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the battery door latches and thermistor area. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.